Manufacturer narrative:
G4: 21feb2020. B4: (B)(6)2020. The replaced power switch overlay was returned for failure analysis. It was determined that the power switch overlay was damaged when it was removed from the bezel which damaged all traces. All light emitting diodes (leds) were found to be fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22aug2019.

Event description:
It was reported that the ventilator produced the "alarm led (light emitting diode) failure" diagnostic code. There was no patient or user involvement.

Manufacturer narrative:
Date rec¿d by MFR: 04sep2019. Date of report: 05sep2019. The international fse (field service engineer) reported that replacing the power switch overlay resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.